Event description:
It was reported through remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed on stored egm. Patient was asymptomatic. Programming changes were recommended and will be made during next scheduled follow-up.

Manufacturer narrative:
(B)(4).